Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving a vibratory alert. It was observed that the sensing latency on the far field channel resulted in the nslsn trigger. The device wasreprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.